Event description:
The hospital reported that during a coronary artery bypass procedure, the blower mister with i.v. Sets was missing the clear plastic component within the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).